Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device was not working for the bladder. Patient also stated that the device was not working probably because they had turn it off. Patient also started that they were not sure whether they turned off implant or how long it was turned off. Patient further reported that when they turn on stimulation it was painful and when they turned off the middle blue button, it went away they also reported that they were confused with the remote and pats agent walked them through the remote control. Troubleshooting was performed and the issue was resolved. No further complications were anticipated or noted.